Event description:
On 17-mar-2025, a journal article was retrieved from european journal of orthopaedic surgery & traumatology (2024) that reported a study from india. The aim of the study was to analyze the clinical and radiological outcomes of conversion total hip arthroplasty (tha) for failed fixation of proximal femur fractures with monoblock grit-blasted titanium reconstruction stem. The study reviewed 39 patients, from january 2017 to january 2022, with a mean time interval from initial fracture fixation to conversion of 22.5 ± 25.5 months. The surgeries were performed by three surgeons that used an anterolateral modified hardinge approach using a wagner self-locking (sl) stem. The stem length/patients include: (190mm /12 patients); (225mm/21 patients); (265mm/5 patients); and (305mm/1 patient). Prior dhs fixation in 23 patients and 16 patients had prior cephalomedullary screw fixation with modes of nonunion (19), screw cutout (13), and posttraumatic arthritis (7). Twelve patients had abductor reconstruction with stainless-steel wires, 20 had reconstruction with 5-ethibond sutures and the rest had intact abductor mechanism. The study population had a mean age of 61.5 ± 16.1 years at time of surgery; (19 males/20 females). Follow-up was conducted at 1, 3, 6 months and then every year thereafter with a mean length of follow-up for 27.8 months (range, 14-72 months). It was reported that eight patients developed booker grade ii heterotopic ossification. The patients with myositis, who exhibited restricted abduction, were prescribed tab indomethacin 75 mg for one month to halt further progression of the condition. None of the patients required surgical intervention. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). B3: between jan 1, 2017, to jan 31, 2022. G2: foreign report source india. The reported event was identified during review of a journal article: "soundarrajan, d., fanta, h. T., singh, r., dhanasekararaja, p., rajkumar, n., & rajasekaran, s. (2024). Outcomes of conversion total hip arthroplasty for failed fixation of intertrochanteric fractures with monoblock distal-loading reconstruction stem. European journal of orthopaedic surgery & traumatology, 34(4), 2113¿2120. Https://doi.org/10.1007/s00590-024-03907-9". Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Follow up report. (B)(4). Product has not been returned. No product evaluation was able to be completed. Reported event is not related to device therefore, a compatibility review is not applicable. Root cause of the reported event is not device related. Heterotopic ossification (ho) and myositis ossificans is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.